Event description:
This report is based on information provided by a remote service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating when pacing, while using a simulator as the patient, the red pacer spikes are sporadic in their appearance and then eventually disappear. The monitor will actually pace as you can see when it gets capture by the changing of the width of the qrs, however there is no pacer spike prior to the qrs as it should be. The customer is an ems training facility and were using it with training of paramedic students with a simulator as the patient, there is no patient involvement. The unit did not act as if anything was wrong. After a long shut down it was turned back on and returned to normal presentation of pacer spikes then loses them.